Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported power failure was confirmed through review of the device logs. The investigation determined that the device failure was due to a user error of letting the device battery deplete while in standby mode. The total power failure alarm was triggered correctly. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Imp # (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).